Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing on the right atrial (ra) lead channel leading into inappropriately stored atrial tachy response (atr) episodes. Boston scientific technical services (ts) recommended for a clinic follow up. This device remains in service. No adverse patient effects were reported.